Event description:
It was reported that the ventilator started emitting smoke while it was being prepared to be connected to a pt. At the time, the ventilator was plugged into the mains and both the oxygen and air gas hoses were connected. The ventilator was immediately unplugged and the gas hoses were disconnected. There was no open flame and the smoke self extinguished after about 10 minutes. On removing the front cover, it was observed that many printed circuit boards were damaged. (B)(4).

Manufacturer narrative:
(B)(4).